Event description:
It was reported that the patients spinal cord stimulator (scs) leads had high impedances noted during program optimization. It was also mentioned that the implantable pulse generator (ipg) was not working as intended. The patient underwent a procedure wherein the scs leads and ipg were replaced. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7070889. UDI: (B)(4). Product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 519344. UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had high impedances noted during program optimization. It was also mentioned that the implantable pulse generator (ipg) was not working as intended. The patient underwent a procedure wherein the scs leads and ipg were replaced. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility. Additional information was received that the patient experienced a fall at the site of the ipg which was believed to be the cause of impedance issues and resulted in replacement of the whole scs system.

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had high impedances noted during program optimization. According to the physician, one of the leads seems to have loosened from a fall and since then has been providing less comfortable stimulation. It was also mentioned that the implantable pulse generator (ipg) was not working as intended. The patient underwent a procedure wherein the scs leads and ipg were replaced. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility. Additional information was received that the patient experienced a fall at the site of the ipg which was believed to be the cause of impedance issues and resulted to replacement of the whole scs system.

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h6.